Event description:
This event was captured based on review of the article: bifurcation stenting after failed angioplasty of infrapopliteal arteries in critical limb ischemia: techniques and short-term follow-up it was reported that from (B)(6) 2007 to (B)(6) 2010, 11 patients with infrapopliteal arterial obstructions involving the arterial bifurcations and unsuccessful balloon angioplasty were treated with drug eluting stents including xience v as a bail-out procedure. Repeat angiography was performed within 3-6 months, depending on the clinical presentation. This report will represent stent compression/narrowing.

Manufacturer narrative:
(B)(4). Date has been estimated based on the 3-6 month follow-up. Date has been estimated based on the first possible day of patient enrollment. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Article: martin werner,md;, susanne scheinert, md; yvonne bausback, md; sven braunlich, md; matthias ulrich, md; michael piorkowski, md; dierk scheinert, md; and andrej schmidt, md; (catheterization and cardiovascular interventions 82:e522- e528 (2013): bifurcation stenting after failed angioplasty of infrapopliteal arteries in critical limb ischemia: techniques and short-term follow-up.